Event description:
Customer claims the injection site seperated from the tubing curing use when a nurse was attaching set to the patients catheter. No patient injury reported at this time. Sample has been discarded by customer. No additional patient information is available at this time.